Manufacturer narrative:
Correction: h6 type of investigation code should have been "analysis of production records" instead of "device not returned" a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer's refence number: 2017865-2021-29564, related manufacturer's refence number: 2017865-2021-29565, related manufacturer's refence number: 2017865-2021-29568. It was reported the patient presented the hospital. The patient's leads had vegetation, and the patient's pacemaker was eroding through the pocket. Infection was presented in the hospital. The patient was in stable condition.